Event description:
It was reported the patient had pain at the ipg pocket site, and the patient felt like the ipg was rubbing against her spine. Follow up identified the physician removed the scs system at the patient's request and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.